Event description:
The rf head was returned to the manufacturer, analyzed and tested out of specification. No patients were effected.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head will not interrogate with non- wireless devices and failed uplink functional tests; rf head cable found out of electrical specification. (B)(4).